Event description:
It was reported that patient got a urinary tract infection a week to 10 days ago. The patient just went to their doctor today to turn in a urine specimen but stated that they were ¿pretty sure¿ they had one. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v807715, implanted: (B)(6) 2011, product type: lead. (B)(4).